Event description:
The patient reported charging issues between the implant and the external equipment as well as intermittent stimulation. An advanced bionics rep performed device evaluation. The problem was not confirmed. An explant surgery has been scheduled.